Event description:
Report received of no audible alarm tone. The customer contact reported that the pump was returned to the central supply department with an unsigned note that stated, "broke". No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing by the user facility, the pump did not sound an audible alarm tone. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.